Event description:
A facility representative reported that following a replacement implantable collamer lens (icl) implantation procedure, the patient experienced corneal haze and transient loss of va. Reportedly, "corneal haze and va hand movement." Medication was provided and it was reported that cornea is clear. Problem was resolved.

Manufacturer narrative:
4110: a lens work order search has been performed: no similar complaints within associated lots were found. Manufacture narrative: corneal edema is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).